Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and subsequently expired the same day, all of which is alleged to have been caused by exposure to naturalyte and/or granuflo for the pt for dialysis

Manufacturer narrative:
This is one of two device reports associated with this event.